Event description:
It was reported that during the implant procedure, the left ventricular lead only exhibited capture in one configuration. During a post-operative follow-up, the lead exhibited loss of capture in all configurations. The patient also experienced diaphragmatic stimulation. The lead was successfully repositioned. The patient would be monitored.

Event description:
It was reported that during a post-operative follow-up, the lead dislodged and exhibited loss of capture. The patient also experienced diaphragmatic stimulation. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).